Manufacturer narrative:
(B)(4). Batch # r58a22. Event month and day unknown. Only year (2018) is known. Device evaluation: the analysis found that one pcee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the surgeon stated that during a whipple procedure, the stapler was loaded with a green cartridge, placed on the stomach, and when fired, failed to properly form staples, but knife blade did deploy and transect tissue. An additional two centimeters of gastric tissue was resected with a new, loaded stapler and the case was completed without incident. Stapler was recovered, reload was not. There was no adverse patient consequence.